Manufacturer narrative:
Investigation summary: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2203301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima system broke when the tech was attempting to push drug through the injector. The following information was provided by the initial reporter: optima locking injector broke when the tech was attempting to push drug through the injector. The injector snapped at the threads.